Event description:
Report received of an overdelivery. The device was sent to the biomedical department with the complaint that the device was "infusing meds too fast/overdelivery". There was no tracking information (nurse, patient, location) available. Multiple unsuccessful attempts have been made to obtain additional information from the customer.